Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurements, measuring 125 ohms. There were no observations of noise. It was noted that shock impedances have gradually increased since implant. Technical services recommended to perform a commanded shock test and to increase the upper rate limit. At this time, the rv lead remains in service. No adverse patient effects were reported.